Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was noisy due to a defective faulty video cable connector. The cover was also noted rusty and the light guide connector was found worn and loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer report his olympus video system center was presenting a flashing image during procedure preparation. According to the initial reporter, the staff used another device to complete the procedure without delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to a faulty video connector board (B)(6) which resulted to image flickering and noise. Additional information was not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.